Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. Customer received unspecified readings on the sensor that were higher when compared to readings obtained on the competitor brand meter. Customer experienced unspecified symptoms of hypoglycemia and required treatment of glucagon injection provided by a third party. There was no report of death or permanent impairment associated with this event.